Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent had detached from the sds and was not returned for analysis. The balloon body was reviewed and no issues were noted. The balloon wings were open and relaxed and appeared as if positive pressure. Stent crimp markings were visible on the exposed balloon wall showing that the stent was crimped on the balloon prior detachment. The bumper tip of the device was visually and microscopically examined and no damages were noted. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 20-22mm in length, eccentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 3.0-3.5mm in diameter right coronary artery (rca). The lesion contained <=45 degrees bend. A 3.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the device was unable to cross the lesion. Upon removing the device, it was noticed that the stent was dislodged from the delivery system. The whole system was then pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 20-22mm in length, eccentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 3.0-3.5mm in diameter right coronary artery (rca). The lesion contained <=45 degrees bend. A 3.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the device was unable to cross the lesion. Upon removing the device, it was noticed that the stent was dislodged from the delivery system. The whole system was then pulled out from the patient's body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.